Manufacturer narrative:
Field service technician has been sent for investigation and found the hls interface cable had corrosion from saline on it. Thus the failure could be confirmed. According to service order# (B)(4), the cable has been replaced. Unit passed all functional and safety tests prefatory specifications, returned to customer and cleared for clinical use. As stated by the service technician, the damaged cable has been threw out and is no longer available for further investigation. Therefore no most probable root cause could be determined. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The customer stated, that during patient treatment the unit stopped pumping and they had to hand crank. No harm to patient reported. (B)(4).